Event description:
During total abdominal hysterectomy a ligasure impact was being plugged in at the case start, but it would not work. Error code e416 showed on bovie stating, "instrument not recognized". A new non-reprocessed ligasure was obtained and plugged in without issue. Case proceeded as planned.